Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s lamitrode lead has high impedances. X-ray were inconclusive for any anomaly. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Corrected data: a2(patient age) and a3(patient sex) were inadvertently excluded in the initial report.

Event description:
Related manufacturer reference number: (B)(4). Related manufacturer reference number: (B)(4). Additional information received indicates that adequate therapy was provided with the octrode lead and pharmacotherapy. Surgical intervention took place on (B)(6) 2020 to address the issue. Subsequently, during the surgery it was noted that the octrode lead had migrated and was confirmed via x-ray. As such, the entire system was explanted and replaced with a new scs system. Reportedly, therapy was confirmed post operatively.

Manufacturer narrative:
The reported high impedance was confirmed. The lead was returned cut in 2 pieces as a consequence of the explant procedure. Visual inspection identified 4 wires detached from electrodes 1, 2,3 and 4 on the paddle. This would have contributed to the high impedance observed in the field. It was also reported lead migration was observed. Although this issue cannot be confirmed with product analysis, lead migration can cause impedance issues. The broken wires are consistent with the lead being subjected to an overstress condition while in vivo.